Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified as the serial number is unknown, therefore, the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the phenomenon was not reproduced as the device was not returned, and a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis exera iii video system center produced no image on the main monitor, although they were able to get an image on the secondary one. The image will come and go depending on which view the customer is on. There were no reports of patient or user harm associated with this event.